Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(4) of diarrhea and peritonitis with culture positive for pseudomonas in a patient (age not reported) coincident with dianeal pd2, unknown bag therapy. On an unreported date, the patient began treatment with dianeal pd2, unknown bag, (dose, frequency and lot number not reported), intraperitoneally (ip), for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced diarrhea and peritonitis, manifested by cloudy effluent and abdominal pain, requiring hospitalization the same day. The patient was treated with unspecified antibiotics. On (B)(6) 2011, the patient was discharged from the hospital and on an unreported date in (B)(6) 2011, recovered from the event of peritonitis. The outcome for the event of diarrhea was not reported. The root cause of the peritonitis and action taken with dianeal was not reported. Concomitant medications were not reported. The reporter believed the event of peritonitis was unrelated to dianeal therapy, however, did not provide an opinion of causality for the event of diarrhea.